Event description:
On 5/28/1998 following a diagnostic procedure an angio-seal device was placed in a pt's right groin. The physician experienced difficulty achieving the proper deployment characteristics, and believed he may have lost positioning within the artery. However, the physician completed the deployment sequence, and was noted to have tamped the collagen rather aggressively at that time. A hematoma formed immediately following deployment, therefore manual pressure was held with control of the bleeding. Sometime later, however, the pt rebled. Again the bleeding was controlled and the pt was later discharged home. The following day (5/29/1998) the pt presented complaining of pain and a cool leg. The pt was taken to surgery for exploration, there the surgeon reportedly found the device anchor, collagen, and suture to have migrated to the popliteal artery. The device was removed and the pt reportedly tolerated the procedure well. As of 6/4/1998 follow-up with the site confirmed that the pt was noted to be doing well. As of 6/22/1998 there has been no further report of complication or pt sequelae made to the MFR.